Event description:
According to the reporter, the facility had just installed a new battery and now the device does not power on properly. There are no voice prompts and it does not go through the power-on self test.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device operation locked up shortly after power on and would not complete the power-up sequence. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.